Event description:
Information received indicates when the bed is unplugged, the battery status light is illuminated (charged), but would go out after a short period of time or if a function is activated.

Manufacturer narrative:
The technician found that the battery was weak and would fail once a load (function activated) was placed on the battery. The technician replaced the battery and the bed functioned to specifications.